Event description:
The balloon of the catheter would not deflate. The device had to be removed from the patient in the hospital's x-ray department (where it is believed that the balloon was ruptured to facilitate removal of the device)